Event description:
Information received indicates the casters are not holding at the head end of the stretcher when in brake.

Manufacturer narrative:
The technician found the casters were not locking. He replaced the head end casters to repair the bed.